Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 96 mg/dl. The customer stated that the insulin pump got a message needing to replace the battery which was done for 3 times and the insulin pump was still blank. The customer stated that the display was blank even after receiving new battery cap. Customer stated that the display was not blank for less than 30 seconds and did not return. Troubleshooting was performed and the display did not return. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, and displacement test. Insulin pump powered up properly after battery installation. No blank display noted. Insulin pump received with normal operating currents, no unexpected insert battery alarms noted during testing.